Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt balloon was assymetrical, which caused the tunnel to collapse. The short port btt balloon was removed from the leg because it did not seal the incision port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lhr review was completed for the product and there was no nonconformance associated with the lot number.